Event description:
Additional information received reported core-lab has reported ophthalmic branch artery stenosis is angiographically occluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a patient who had undergone a procedure on (B)(6) 2022 in which a pipeline stent was implanted. There was no intraoperative or device issues reported. It was reported that at the patient's 1 year follow-up, dsa imaging reported a class 3 raymond and roy occlusion. There was no noted interventions taken or impacts on the patient. Additional information reported no intervention was made. There was no hospitalization. The cause of the occlusion was not determined. No resolution. The most current imaging showed the occlusion. Medtronic received a report that a pipeline patient experienced a targeted treated aneurysm was retreated. No hospitalization was re ported. The patient rec overed/resolved (B)(6) 2024. The adverse event (ae) was noted as probable related to the disease under study. The ae did not result from a device deficiency. The subject's one year dsa reflected residual aneurysm. The subject was retreated with a pipeline shield device on (B)(6) 2024. The patient was being treated for a right c6 ica sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 6.2 mm, dome height 6 mm, dome width 5 mm, neck size 5 mm. Parent artery diameter distal to aneurysm was 3.5 mm. Parent artery diameter proximal to aneurysm was 3.7 mm. No stasis and complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The patient was admitted to the ICU (B)(6) 2024 for the residual aneurysm and discharged on (B)(6)2024. Rist was not used. Access vessel was the femoral right. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were covered by the pipeline (ophthalmic artery). No device flattening or twisting was noted. Ancillary devices: primary guide catheter neuron max, primary intracranial support catheter phenom plus, primary microcatheter medtr onic phenom 027, primary guide catheter used: benchmark.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.